Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The target nodule was in the right upper lobe, anterior-medial segment, close to the pleura and about 2 centimeters in size. The patient¿s airway anatomy was reported to be difficult and there was inflammation over the target right lung field. The physician reported that there were some biopsies taken, but the procedure was aborted due to difficult anatomy and more inflammation than expected. Upon waking, the patient was asymptomatic. A chest x-ray was performed in the recovery unit and a large pneumothorax was detected with complete collapse of the right lung. A chest tube was placed to resolve the issue, then the patient was hospitalized for 3 days and subsequently discharged home. There was no device malfunction experienced during the event; however, the physician believed that the pneumothorax was ion related because there was CT to body divergence. The physician reported that the event would have unlikely occurred via another modality.